Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using pod packing coils (pod pcs). During the procedure, the physician successfully placed a ruby coil, two pod pcs, and a non-penumbra coil using a lantern delivery microcatheter (lantern). Despite reaching 40% packing density, the physician attempted to place another pod pc, however, the physician felt slight resistance while advancing the pod pc into the target location. Therefore, the physician attempted to remove the pod pc, however, the coil unintentionally detached while being retracted. The physician used a syringe to create suction within the lantern, and then retracted and removed the lantern. The detached coil was retracted with the lantern to the hub of the sheath, and the physician was then able to remove it. The procedure ended at this point. There was no report of an adverse effect to the patient.